Manufacturer narrative:
Patient weight not available for reporting. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a sub trochanteric fracture surgery on (B)(6) 2018, when placing a trochanteric fixation nail advance(tfna) system a 6 mm/9 mm cannulated stepped drill bit broke after final tightening. There was a ten minute delay to retrieve the broken drill bit. The surgery was successfully completed with no additional invention required. The patient was stable following surgery. This report is for one (1) 6 mm/9 mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot# and UDI#. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 03.037.022, lot no.: f-17739: manufacturing location: selzach, supplier: (B)(4), release to warehouse date: 15.jun.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. The returned drill bit (03.037.022, mfg june 2015) was confirmed to have a broken tip. Approximately 17.5mm of the distal tip sheared off and was returned. The break is oblique and jagged which suggests that an off-axis force most likely contributed to the device breaking. The remainder of the device shows wear consistent with several years of use. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The diameter of the cannulation was measured at customer quality (cq) and is within the specification per relevant drawing. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.